Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5086 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis revealed that no anomalies were found. The returned device indicated a damaged grommet. The returned device found a set screw with a rounded socket.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted the day after implant due to the atrial set screw treads becoming stripped. The right ventricular (rv) lead and right atrial (ra) lead were repositioned post-operatively. While engaging the atrial set screw, the physician noted the treads had stripped. The implantable pulse generator (ipg) was explanted and replaced. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.